Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, a chest x-ray was performed which noted externalized conductors on the right ventricular lead. No electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.